Event description:
It was reported on an unknown date in 2017 a 30mm amplatzer septal occluder was implanted. On (B)(6) 2025 the device was eroded.

Manufacturer narrative:
An event of patient-device incompatibility (tissue erosion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. No additional information has been provided from the field. As the event is not reportable, a letter is not requested and there is no indication of a product issue, no device history record or lot specific similar complaint review is required. Based on the information received, the cause of the reported event could not be determined. The cause of the patient effects could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on an unknown date in 2017 a 30mm amplatzer septal occluder was implanted. On (B)(6)2025 the device was eroded.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.